Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and found an air leak on tubing at pinch valve pv43 (normally closed) on the main diluent module. She changed the tubing and performed another startup with no leak observed. System test, startup, latron and controls were run to verify the system. (B)(4).

Event description:
The customer reported a probe leak while running startup and 5c controls on coulter® lh 500 hematology analyzer. The leak was not contained with about 1 ml of blood and diluent on the counter. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.